Event description:
The facility reported a colleague volumetric pump with an over-infusion. This problem was identified during patient use. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
Eval summary: during product eval at the facility, the biomed engineer concluded that the colleague pump was functioning correctly and the device will not be returned to technical service for eval.